Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, it was noted that a possible sizing mismatch is the cause of the pvl, as the 1st valve was placed before the 29mm spaien xt was available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist (fcs), the sapien 26mm valve had severe paravalvular leak (pvl), one and a half years post procedure. The heart team placed a 26mm s3 within the sapien valve hoping the outer skirt would seal the pvl. Immediately following deployment, a moderate pvl jet was observed, which was not post dilated. There was trace pvl post initial deployment of the sapien valve. Tte performed three days post procedure showed mild ar by color doppler, but doppler pressure half time suggested moderate ar. Tte performed one week post initial procedure showed mild-moderate anterior paravalvular leak. Tte performed one month post procedure showed mild-moderate paravalvular ar. Tte performed one and a half years post procedure indicated moderate-severe anterior paravalvular ai. Regarding the root cause of the pvl, it was noted it was possible sizing mismatch as the 1st valve was placed before 29 xt was available. The final placement of the s3 valve was 1-2 mm below the original sapien. Additional information indicated that the patient passed away within 30 days of the procedure. There is no allegation of device relationship. If additional information becomes available indicating the death was related to the second valve implanted, the event will be reported under a new complaint and manufacturer report number.